Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, the patient with this left ventricular lead reported phrenic stimulation symptoms. It was thought this was due to lead dislodgement or migration. The device was reprogrammed. It was thought the issue was resolved. This lead remains implanted and in service. No further symptoms were reported.